Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). The physician explanted and replaced the ICD. No additional adverse effects were reported.